Event description:
A customer reported that following intraocular lens (iol) implant surgery, he could not see well, and a crack was discovered in the lens. The lens will be explanted. The pt does not want alcon to contact the surgeons.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in this lot. At the pts request, add'l info has not been requested.